Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient in the intensive care unit arrived with an extension set in which the adapter would not allow proper closure of the stopcock which resulted in a backflow. This issue occurred during use of an anesthesia extension set with a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4: expiration date (remove the date and update the null value to n/a) and UDI. Additional information: h4, h6(update codes), h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.